Event description:
Pt admitted for pacemaker lead extraction and reimplantation. Permanent pacemaker placed in 1999 due to syncope and bradycardia. No problems until one month ago when the pt noticed a "cyst" at the pacemaker site. The pt was self treated with antifungal cream times 10 days then developed yellowish drainage and went to physician and was treated with antibiotics. A few days ago prior to admission the area opened and was exposed. Inappropriate shock from ICD due to noise.